Manufacturer narrative:
Concomitant products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot# v009876, implanted: (B)(6) 2008, product type lead; product ID 3387s-40, lot# v065001, implanted: (B)(6) 2008, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).

Event description:
Additional information received reported that the patient was very weak and it was hard to move her hand. She had ¿a little bit of tremor.¿ the patient felt ticklish when the reporter increased the amplitude to 5.4. The patient started to have tremors at 6.8 and her tremor stopped at 6.4. It was noted that patient¿s been taking oral medication for her parkinson¿s and ¿it was a mess because sometimes when she takes it, it effects her really negatively.¿

Event description:
It was reported ever since the patient¿s right side was adjusted, the left side was worse. It was also noted the patient had a headache for two nights. Caller raised stimulation from 5.2 to 5.4 and the patient felt a wave of stimulation in their left arm. It was further reported that the patient seemed to lean to the left side a lot. It was noted that generally the right side was weaker, but now it seemed like the right side was the strongest. It was also noted that the patient¿s posture was affected ¿big time.¿ it was also noted that the patient¿s left hand was like a boxer¿s mitt and it was thicker than the right hand. It was further noted that the patient had electric shock down her left arm when the caller adjusted the stimulation the last time. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).